Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. After the scheduled 46 hours of infusion, approximately half of the fill volume remained in the device. The reporter stated that there were no kinks in the line, and that the patient's peripherally inserted central catheter (PICC) line was intact, flushing and bleeding back well. The device was filled with an unspecified volume of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.